Event description:
It was reported that there was an event on remote monitoring, which showed that the minute ventilation (mv) sensor was oversensed on the atrial side. At the next follow up the atrial lead will be checked, and the mv will be turned off to be sure no oversensing occurs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).